Manufacturer narrative:
Examination of the device revealed that the touhy-borst type introducer was returned broken in half at the hub. The flexible hub appeared to have torn next to the suture loop.

Event description:
It was reported that the introducer ruptured at the junction of the hub and sheath. It was stated that the patient lost blood; however, there were no reported clinical consequences to the patient and no intervention was reported. It was stated that the introducer was in place for 48 hours and was attached with a wire. The access site of the introducer was closed with a suture point. It was stated that in 2006, the clinician was unable to perfuse the patient through the introducer. No patient complications were reported.